Event description:
It was reported that this right atrial (RA) lead exhibited loss of capture (LOC). Technical Services (TS) was consulted and reviewed the electrogram (EGM), noting that the patient was experiencing atrial fibrillation (AF). TS indicated that the apparent loss of capture was likely due to atrial tissue being refractory during AF. TS further noted that there was no evidence that paced events contributed to the rhythm. Right atrial automatic threshold (RAAT) tests measurements were found to be stable. TS provided troubleshooting recommendations. This RA lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.